Manufacturer narrative:
(B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for unrelated indication and while hospitalized, the patient was diagnosed with peritonitis. Treatment for the peritonitis was unknown. Eight days prior to receipt of this report, pd therapy was withdrawn, and the pd catheter was removed. It was reported a central catheter could not be placed; therefore, hemodialysis could not be performed. Three days after pd therapy was discontinued the patient passed away. The cause of death was reported as due to therapy could not be performed. It was not reported if an autopsy was performed. It was reported the patient was not recovered from the peritonitis prior to death. No additional information is available.